Manufacturer narrative:
The investigation found no evidence to indicate that the vitros eci did not operate as intended. The investigation determined that the pt sample in question was considered truly (B)(6) based on (B)(6) results from the vitros hbsag confirmatory and an alternate method. The root cause of the (B)(6) result could not be determined, however, a sample interferent could not be ruled out.

Event description:
A customer observed a (B)(6) result from a single pt tested on a vitros eci system. The same pt sample produced a (B)(6) result using the vitros hbsag confirmatory method, and on a competitive system. False negative results may lead to inappropriate physician action. The (B)(6) vitros hbsag result was not reported outside the laboratory. There was no report of pt harm as a result of this event. (B)(4).